Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a high pressure alarm. There was no reported adverse event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the device was tested 3 times and each time the pump was accurate. No fault was found with the returned pump. The downstream was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.